Event description:
Mislabelled product.reprocessed 7fr quadrapolar diagnostic catheter was placed into a box labeled 6fr quadrapolar diagnostic catheter. The mislabelling mistake was discovered by the physician when attempting to use the catheter in an biv/ICD procedure.